Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for mg2 magnesium gen.2 (mg) on a cobas 6000 c (501) module - c501. The sample initially resulted as 0.3 mg/dl accompanied by a data flag. The initial result was reported outside of the laboratory and was questioned by the pharmacy before treating the patient. A repeat of the sample was requested and the repeat result was 2.3 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The mg reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Quality control recovery was ok. One level of control was not stable over time, but was ok on the day of the event.